Manufacturer narrative:
Evaluation conclusion: customer is only reporting this event and did not request field service or clinical support. Placeholder.

Event description:
Customer reported that their patient presented on (B)(6) 2012 (6 weeks postop), with persistent photophobia and burning left eye (os) only. Patient attributed to "dryness" and "computer work". Reading eye of uncomplicated monovision lasik. No decrease in reading acuity. Right eye (od) unaffected. Denies trauma. Exam 2 weeks post op was negative for diffuse lamellar keratitis (dlk). Stage 2 dlk was discovered on the (B)(6) 2012 exam. Patient was treated with azasite, besivance, and durezol. On (B)(6) 2013, additional follow-up was provided. The patient's last exam was (B)(6) 2013 and she had resolved and was asymptomatic with no photophobia, burning, or any other issues. When asked regarding the date that it resolved, it was clarified that, as of the (B)(6)2013 exam, the patient had still had stage 1 to 2.